Event description:
It was reported that the user observed leaking from the pump connector and replaced the supplies following the correct order of steps. The user reported that the leak resolved after the supply change. Symptoms included no reported clinical effects. Outcomes included no interruption of daily activities and no need for medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed a reported leak at the connector consistent with a possible component issue; however, the device and affected parts were not returned, and the malfunction cannot be confirmed. It was concluded that the event likely involved leakage at the connector requiring supply replacement. The device has not been returned. If it is returned, it will be evaluated and a supplemental report will be filed.